Manufacturer narrative:
Correction: the previously reported date received by manufacturer: aug 27, 2018 was incorrect; the correct date received by manufacturer is sep 4, 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacterial infection. It was noted that their pacemaker pocket was red and swollen. The physician could not determine the cause of the infection. The device system was explanted. Patient was stable.